Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from an unknown foreign healthcare professional reported a clinical event and headache. The event occurred after the trial procedure. Event management included an "other" non-surgical treatment. The event resulted in hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The trial date was (B)(6) 2010.